Event description:
It was reported that three days post implant, the patient received inappropriate therapy. The right ventricular (rv) lead was noted to have fixation/positioning difficulty during implant, and the lead had subsequently dislodged into the atrium. When the patient had atrial fibrillation, the system interpreted it as ventricular fibrillation and delivered therapy. The lead integrity alert (lia) triggered, and both over-sensing and under-sensing were reported from the rv lead. The physician repositioned the rv lead, and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354vrm, implantable cardioverter defibrillator, implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). One hundred seventy eight ventricular-sic (v-sic) occurred since (B)(6) 2013. Two nonsustained tachycardia (nst), 2 ventricular fibrillation, 1 ¿noises vtvos¿, and 5 lead failure predictor episodes of <(><<)>220 ms v-v cycle are recorded on (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic. Additionally, a ¿lead noise¿ alert occurred on the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.